Event description:
Material#: unknown, batch#: unknown. It was reported line was removed from the patient on (B)(6). While running crrt the blue hub popped off. The rn was able to clamp the line so no negative outcomes to the patient from the catheter issue, however the line had to be replaced. No other information was provided. Additional information received 10/22/2024: it was reported patient's hemodialysis treatment had to be paused until a new line could be placed, but no harm reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached luer hub is confirmed; however, the cause is unknown. One 24 cm duoglide dialysis catheter was returned for evaluation. An initial visual observation revealed use residue on the sample. The blue luer hub and clamp were missing, but the white sleeve was present on the tubing. No breaks were observed in the tubing and the proximal end of the extension leg of the blue lumen appeared to be the manufactured end. A microscopic observation revealed residue on the proximal end of the extension tube. While the blue luer hub was found to be detached from the extension leg, it was not possible to determine the cause of this detachment from the returned sample. Therefore, the cause of the detached luer hub is unknown at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported line was removed from the patient on (B)(6). While running crrt the blue hub popped off. The rn was able to clamp the line so no negative outcomes to the patient from the catheter issue, however the line had to be replaced. No other information was provided. Additional information received 10/22/2024: it was reported patient's hemodialysis treatment had to be paused until a new line could be placed, but no harm reported.